Event description:
It was reported that the patient underwent a gynecological procedure on or about (B)(6) 2010, and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2013-32788 is being voided as it is a duplicate of medwatch report # 2210968-2013-15878. Please see medwatch report # 2210968-2013-15878 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently posterior vaginal suspension, posterior colporrhaphy and cystourethropexy; due to vaginal prolapse, status post hysterectomy and rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.